Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. Reportedly, patient had to replace batteries several times after the pump was dropped. Patient reported that pump powered off shortly after battery was replaced each time. Patient stated that the pump casing was undamaged, the battery cap was able to tighten properly and there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Black box data did not cover the day range of the complaint due to continued usage. Multiple low battery warnings were observed in the current data range. The battery cap was not returned with the pump and a test battery cap was used for the remaining investigation. The pump powered on with the appropriated audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The electrical current draws were within specifications. The pump casing was opened to further investigate and no evidence of moisture intrusion or loose components was found inside the pump. The investigation confirmed but was unable to duplicate the reported power issue.